Manufacturer narrative:
Results: timing link.

Event description:
It was reported by service report that the head right siderail would not latch in the upright position. It is unknown if there was patient involvement or adverse consequences to report.